Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functionality testing and stress testing without duplicating the report. The error was cleared. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The accessories used during the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.